Event description:
A german health care professional reported a man developed increased intraocular pressure following cataract surgery using healon 5 as the viscolastic substance. Cataract surgery was done on 21 dec 98. The next day, 22 dec 99, he developed increased intraocular pressure of 38 mmhg. His increased intraocular pressure resolved, but there was a plica of the descernet's membrane of the cornea for a long time following the event. The duration of the plica was not reported. On 11 mar 99, this case was reviewed by a pharmacia and upjohn physician and was determined to be serious since the event may have been sight threatening.